Event description:
The facility reports the pt was being transferred from the shower trolley to the wheelchair. Once lifted in a reclined positior., the staff member tilted the bar to sit the patient in an upright position over the chair. It was stated the right lec clip detached, which caused the pt to fall through from the right side and hit their head on the leg of the lift. The pt sustained a laceration behind their right heax requiring four stitches. The pt was treated in the hospital.